Manufacturer narrative:
(B) (4): the lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lot numbers used are lot # h08k9497 and h08k9498. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. This part is not approved for use in the united states; however, a like device catalog # 9791223, 510k # k061274 was cleared in the united states. Manufacture date for both lots are 11/20/2008. The implants remain implanted, product return is not possible.

Event description:
It was reported that the pt underwent an acf at c3-c6 by subtotal corpectomy at c4 and c5, implanting anterior cervical plate system. It was reported that when the surgeon inserted the screw at left c3, the screwdriver slipped and damaged the screw head. Since the surgeon could not insert the screw deeper, the locking washer was inevitably not on the screw head. No pt complications was reported.